Event description:
Issue is reportable in the us as the issue does not meet the criteria of lc0145.

Manufacturer narrative:
(B)(4).

Event description:
Issue is reportable in the us as the issue does not meet the criteria of (B)(4).